Event description:
It was reported that during a lobectomy procedure there was bleeding from the pulmonary artery after stapler firing. Exact event date is not confirmed.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was there any other issue noted with staple line other than bleeding? While the stapler was fired across the pulmonary artery branch to the upper lobe of the right lung (the closure was good, we waited for one minute to allow lateral tissue dispersion, surgeon was in line with the stapler and this was the third fire of this new stapler) there the knife showed jerky movement as it went across the pulmonary artery. It was immediately felt that the fire was not proper. After waiting for a minute, the stapler was opened. As soon as the stapler opened, the pulmonary artery started spurting blood suggesting an incorrect stapling or cutting. The total blood loss was about 500 ml. Hemostasis was achieved after compression for 10 minutes followed by application of hemostat (floseal and surgical) and reapplication of pressure for 10 minutes. What was total blood loss? 500 ml. Did the patient require a blood transfusion? Yes. How long was the or time extended? At least by 30-45 minutes. Did the bleeding or extended or time impact the patient¿s post-operative care? No adverse outcomes during postoperative period. Were any other instruments used other than the hemostat to control the bleeding? Please refer to the description above. How was the procedure performed laparoscopic or open? Procedure was performed by vats, hemostasis achieved by vats and lobectomy completed by vats. What is meant by, ¿the device did not fire smoothly as it should have which led to a bleeding¿? See report above. (An intraoperative video is available if you would like to refer to it). Did the device deliver any staples? Yes. If yes, were the staples formed properly? Not sure about quality of staple formation as we did not want to disturb the vessel after hemostasis. If yes, was the staple line complete? Yes stapling line was complete. Did the device cut? Yes. If yes, was the cut line complete? The cut line was complete but a definite dragging sensation was felt while the knife was cutting. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fifth firing. During which stroke did the event occur? During the stapling and cutting. What color cartridge was being used? White.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no difficulties were experienced with the firing trigger during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.